Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly causing the pump to shut off. In addition, the customer reportedly received multiple occlusion alarms. The customer changed out the infusion set site to resolve the occlusion alarms in the past. The customer¿s blood glucose (bg) level was 400-500's (mg/dl) with ketones. Manual injections were administered to address bg level. Review of the pump data logs by tandem technical support for the past 2 months was unable to confirm the reported battery issue.

Manufacturer narrative:
Reason for non-evaluation.